Manufacturer narrative:
Please note that the exact event date is unknown. The device was implanted "sometime in 2007." The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, fracture of the filter and perforation of the inferior vena cava (ivc). A scan noted that the filter had tilted, the superior tip abutted the anterolateral ivc wall, while the inferior tip was free of the wall. The scan also noted that there was a fracture of the posteromedial leg of the filter and fractures of the medial leg. Additionally, the scan noted that all of the filter struts "speared" up to 2 mm beyond the inferior vena caval filter wall. The report also states that the patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body.

Manufacturer narrative:
The device was implanted on an unknown day in may 2007. Additional information was received per the medical records. The results of computed tomography (CT) scans done approximately ten years and five months after the index procedure indicate that the filter is tilted and has fractured legs which penetrate into the wall of the inferior vena cava (ivc). The proximal tip located approximately 4 cm caudal to the renal veins and the inferior tip is located at the common iliac vein bifurcation. The superior tip appears to abut the anterolateral inferior vena cava wall. The inferior tip appears to be free of the ivc wall. All filter legs appear to be at or up to 2 mm beyond the ivc filter wall. There is a fracture of the posteromedial leg which extends beyond the ivc wall by 1.5 mm and abuts the anterolateral aspect of the l3 vertebral body. There is an additional fracture of the medial leg which extends beyond the medal ivc wall by 2 mm and abuts the aorta.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and occlusion of the ivc . The patient became aware of the reported events the same month of the index procedure. The patient continues to experience chest pains, sharp pains in groin area, anxiety, and muscle spasms. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, PMA/510k, type of reportable event and if follow-up, what type. Event: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, fracture of the filter and perforation of the inferior vena cava (ivc). A scan noted that the filter had tilted, the superior tip abutted the anterolateral ivc wall, while the inferior tip was free of the wall. The scan also noted that there was a fracture of the posteromedial leg of the filter and fractures of the medial leg and that all of the filter struts "speared" up to 2 mm beyond the inferior vena caval filter wall. The information also states that the patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Without procedural films or post implant imaging available for review, the reported perforation, fracture and filter tilt reported could not be confirmed or further clarified. Without procedural films or post implant images available for review the reported event(s) could not be confirmed nor a clinical conclusion drawn. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and resulted in tilt, fracture of the filter and perforation of the inferior vena cava (ivc). The patient also reports to have experienced blood clots, clotting and/or occlusion of the ivc and became aware of such events the same month and year as the filter implant. The patient also reports to have experienced chest pains, sharp pains in the groin, anxiety and muscle spasms. The indication for the filter implant and the patient¿s medical history have not been provided. The results of computed tomography (CT) scan done approximately ten years and five months after the index procedure indicate that the filter is tilted and has fractured legs which penetrate into the wall of the ivc. The proximal tip is located approximately 4 cm caudal to the renal veins and the inferior tip is located at the common iliac vein bifurcation. The superior tip appears to abut the anterolateral inferior vena cava wall. The inferior tip appears to be free of the ivc wall. All filter legs appear to be at or up to 2 mm beyond the ivc filter wall. There is a fracture of the posteromedial leg which extends beyond the ivc wall by 1.5 mm and abuts the anterolateral aspect of the l3 vertebral body. There is an additional fracture of the medial leg which extends beyond the medial ivc wall by 2 mm and abuts the aorta. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Without procedural films or post implant imaging available for review, the reported perforation, fracture and filter tilt reported could not be confirmed or further clarified, and therefore a clinical conclusion cannot be determined. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Without imaging or medical records available for review the report of blood clots, clotting and/or occlusion of the ivc could not be confirmed or clarified, nor can a conclusion about a relationship between the reported event and the filter be drawn. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, chest and groin pain and muscle spasms do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.